Event description:
It was reported that a hydroview intraocular lens is scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional info was requested, but has not been received to date.

Manufacturer narrative:
The lens was implanted in 2001. Scheduled explant date (B)(6) 2015. Hydroview iol was discontinued and is no longer manufactured by b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.